Event description:
Pt developed endophthalmitis postoperative. A vitrectomy was performed and intraocular antibiotic injection was given. Unknown if product caused the reported observation. Lens remains implanted in the patient's eye.